Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm size at the time of implant is unknown. It was reported that the stent graft was implanted successfully. No endoleak observed prior to completion of the procedure. However, three days post implant a fabric, type iii endoleak was reported. No intervention was performed. The physician will monitor the patient. No additional clinical sequelae were reported, and the patient is fine. A review of returned cta post implant showed a possible endoleak near the mid-length of the single implanted device; could not confirm the type of endoleak.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (unknown cause of event). Evaluation, conclusion: (unknown cause of event).

Event description:
Additional information was received. Films were received and their evaluation was completed. Review of follow up films could not confirm a type iii fabric endoleak (or any other endoleak). This may have been due to the apparent reduction in the size of the taa. The x-ray images show that the c-bar is positioned along the inner curvature of the aorta proximally, and that there is a slight bulging of one of the stents at the mid-length of the stent graft. This is the near the area that was previously reported as possible endoleak of unknown type.

Manufacturer narrative:
Evaluation, method: (films). Evaluation, results: incorrect technique/procedure (placement of the c-bar along the inner curvature of the aorta). Evaluation, conclusion: operational context contributed to event (placement of the c-bar along the inner curvature of the aorta).